Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the belt clip is broken and that the insulin pump falls off. She also reported that the insulin pump gave an auto off alert during normal basal delivery. She also reported that the screen is scratched. The blood glucose reading was 172 mg/dl. Nothing further was reported.